Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least two bd¿ thin wall pen needles leaked when used with insulin pens from sanofi and novo. The following information was provided by the initial reporter: "from the discussion with the patient, it seems that is not the first time that he faces this leakage. He has proceed with the same complaint also with novo and sanofi, since this has happened with both clikstar from sanofi and a reusable pen from novo (I dont know which). I asked him, if this will happen again, to keep also the used needle! "

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that at least two bd¿ thin wall pen needles leaked when used with insulin pens from sanofi and novo. The following information was provided by the initial reporter: "from the discussion with the patient, it seems that is not the first time that he faces this leakage. He has proceed with the same complaint also with novo and sanofi, since this has happened with both clikstar from sanofi and a reusable pen from novo (I don¿t know which). I asked him, if this will happen again, to keep also the used needle!"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-aug- 2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that at least two bd¿ thin wall pen needles leaked when used with insulin pens from sanofi and novo. The following information was provided by the initial reporter: "from the discussion with the patient, it seems that is not the first time that he faces this leakage. He has proceed with the same complaint also with novo and sanofi, since this has happened with both clikstar from sanofi and a reusable pen from novo (I don¿t know which). I asked him, if this will happen again, to keep also the used needle!"